Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed that the nozzle could not be cleared. The device evaluation also found the labels were peeling, there was a leak in the instrument channel, the distal end cover was cracked, there was a leak in the forceps passage, the knobs had some play, the objective lens had worn glue, the light guide lens was cracked, the bending section glue was cracked, and the scope connector had bad dents on the gold pins. The insertion tube and light guide tube were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the distal channel on the evis exera iii colonovideoscope was found to be obstructed during reprocessing. The intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the obstruction/foreign material in the channel was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the instrument channel.¿ the event can be prevented by following the instructions for use which state: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control.¿ olympus will continue to monitor field performance for this device.